Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported complaint. One of the flutes was split axially, and started to split along the other side of the same flute. The shaft was not bent, and there were no obvious wear marks on the inner diameter. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. An exact root cause for the breakage could not be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of the drill broke during use. It was stated that a competitors¿ guidewire was used with the drill and that the patients bone quality was normal. The surgeon was confident no pieces of the broken drill were left in the surgical site. The procedure was successfully completed with a backup device. No patient injury or complications were reported.